Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was above 200 mg/dl. Customer suspected cause of occlusion was due to blockage in tubing; but this was unable to be confirmed as the customer changed all pump supplies to resolve the issue and resume insulin delivery.